Event description:
Report received that system diagnostics were performed on a patient's vns system and high impedance was found. In response, the vns generator was disabled. No surgical intervention has occurred to date and no further relevant information has been received.

Event description:
Further information was received that the explanted lead was discarded and would not be returned to the manufacturer for analysis. No further relevant information has been received to date.

Event description:
Further information was received that a revision surgery occurred and the lead was replaced. Prior to the replacement, a system diagnostic test was run and showed high impedance. The lead has not been returned to the manufacturer for analysis. No further relevant information has been received to date.